Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 257 mg/dl and a bolus via the pump was delivered to address the bg. The customer had changed the infusion set site 3 times and no issues were observed. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.